Event description:
It was reported by the customer that "introducer will not insert into vasculature" no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed but the exact cause remains unknown. One 5 fr x 7 cm microez microintroducer was returned for evaluation. A product label indicating lot: regw2650. A photograph of the implicated 5fr microintroducer/dilator/sheath was also provided and appeared to correspond with the returned physical sample. Dried blood residue and evidence of use was noted on the device. The dilator was present within the sheath which had not been peeled. The shaft of the sheath and dilator was observed to be bent. Microscopic inspection of the sheath tip did not reveal any deformation or damage. Based on the information provided, possible contributing factors include advancement against resistance, inadequate skin nick, and sheath tip transition. A review of the manufacturing records did not reveal evidence to indicate a manufacturing related root cause. Since the deformation on the microintroducer shaft suggest that resistance was likely experienced during insertion, the complaint is confirmed but the exact cause remains unknown.

Event description:
It was reported by the customer that "introducer will not insert into vasculature" no other information was provided.